Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. Leakage was suspected to have originated from the area of the pink cap, as the chemotherapy drug label sticker attached to the bottle was observed to be wet. This occurred during the setup/preparation stage. There was no patient involvement. No additional information is available.